Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novorapid insulin. Customer was informed customer that novorapid insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
Tandem user guide states, "change your infusion set every 48 to 72 hours as recommended by your healthcare provider.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.